Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and an unexpected restart alarm. The customer¿s blood glucose was unknown mg/dl at the time of incident. Customer reported that the insulin pump alarmed unexpected restart and button error and unable to clear the alarms. No button error troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Pump was received with act and up arrow buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to confirm the unexpected restart error alarm or perform the unexpected restart error test and displacement test due to button keypad anomaly. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window, and stained end cap sticker.